Event description:
Complainant alleged that during an inservice training by a zoll medical sales representative, the device displayed a "defib fault 108" message.complainant indicated that there was no patient involvement in the reported malfunction.